Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 38 mg/dl with dizziness. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and there was no indication that medical intervention was required. Troubleshooting revealed that the patient had accidentally set the time in the pump to pm instead of am. Reportedly, the patient¿s basal rates had been adjusted recently. There was no indication or allegation of a pump malfunction and the pump is not being returned at this time. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.